Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative zimvie did not receive one (1) fms (4.8 swiss plus fmt) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Device history record (DHR) review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the fms dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental : functional : loosening and dental : functional : fracture : screw. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the screw was not torqued to specification. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). This supplemental is being reported as retraction since this event was initially created/submitted to FDA under submission site pbg-zimmer dental on january 9,2025 and march 27, 2025 with MFR number 0002023141-2025-00087 1. After new information was received on april 30, 2025, it was determined that this complaint correspond to a FDA site zfx and this reference is not distributed in the us. Therefore, no submission is needed.

Event description:
No further event information is available at the time of this report.

Event description:
On (B)(6) 2025 doctor provided: abutment screw was placed on (B)(6) 2024. On (B)(6) 2024 patient came with loose abutment and doctor noticed that screw was fractured inside the implant. Lot number is unknown, but doctor provided a different item reference: zfx11001161, previously reported by tm as fms. Doctor also confirmed that she tried to remove the screw without success and therefore she sent the patient to another clinician in the hope that it will be removed and then returned to zimvie.

Manufacturer narrative:
Zimvie complaint number (B)(4). This supplemental is being reported as retraction since this event was initially created/submitted to FDA under submission site pbg-zimmer dental on january 9,2025 and march 27, 2025 with MFR number 0002023141-2025-00087 1. After new information was received on april 30, 2025, it was determined that this complaint correspond to a FDA site zfx. Therefore, all details related to this event will be captured in the new submission under the correct FDA submission site zfx once this retraction is completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. B3: date of event: unknown / not provided. D4: additional device information: unknown / not provided. H4: device manufacturer date: unknown / not provided.

Event description:
Doctor reported that abutment on implant spb12 was loose first and then the screw fractured.